Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer required assistance addressing bg level with candy. In addition, insulin delivery was stopped to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.